Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
During the generator replacement surgery for patient, the new m106 that the physician was attempting to implant was found to be eos upon implant. The physician ended up using a backup m106 device for the implant as a result. A review of device history records for the generator shows that no unresolved non-conformances were found. The suspected device was received on 07/19/2016. Analysis is underway but has not been completed to date. Additional relevant information has not been received to date.

Event description:
The pulse generator performed according to functional specifications of the final configuration r-wave test). A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 3.095 volts, shows an ifi=no condition. The data in the ¿diagvbat¿ (as received, ram and flash data) memory locations shows a value of 3.533 volts. However, the data in the ¿diagvbat_min¿ memory locations show a value of 1.789 volts, indicating an eos condition. Burn marks were observed on the pulse generator case, indicating that the pulse generator may have been exposed to an electro-cautery tool during the implant procedure, which may have been a contributing factor. Other than the noted event (eos condition), there were no performance or any other type of adverse condition found with the pulse generator.